Manufacturer narrative:
Philips service replaced the image disk and recreated the disk image, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray failure occurred due to image disk issue, loose cable or damaged disk on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.